Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to a dent on the suction tube in universal cord, channel cleaning brush could not be inserted smoothly; adhesive on bending section cover had a chip; adhesive on bending section cover had a crack; on water detection sticker, dots were smudged and connected; and the bending tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. As upon evaluation it was found that the suction channel was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, the customer aspirated the water through the instrument/suction channel, there were not any abnormalities in the accessories used for reprocessing, and the customer brushed the instrument channel, instrument channel port, and suction cylinder.according to the customer, the following details regarding the cds process were unknown: what the foreign material was, as upon evaluation it was found that the distal end was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, and there were abnormalities in the accessories using for reprocessing. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether there was any delay in the start of the precleaning, and whether the customer wiped/brushed the distal end with clean lint free clothes, brushes, or sponges.

Event description:
It was observed that during the device evaluation, the colonovidescopes's suction channel and distal end cover exhibited foreign objects. There was no patient involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.